Manufacturer narrative:
Reported event: an event regarding instability involving an unknown stryker knee was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. As reported by rep "patient was revised for instability and stryker revision implants were reimplanted. No other information available per hospital policy". One each of a size a and size e tibial symmetric cone augments were implanted. Clarification per sales rep on 19-feb-2019: "a competitors product was reimplanted along with stryker cone augments. Patient had stryker revision components implanted at time of revision."